Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed an episode of non-sustained ventricular tachycardia. Upon further inspection, it was noted that the episode was due to noise. The electrograms showed large amplitude electromagnetic interference (emi), which was sensed on both the near field and far field channels. The emi was unable to be recreated and was considered to be possibly due to the patient being near motor vehicles and jumper cables. Programming changes were suggested; no intervention was performed. The patient would continue to be monitored and was given a magnet. The patient was in stable condition.